Event description:
Compalint alleged that during a routine shift check by a clinican, the device displayed a "defib displayed a "bridge test fail" complainant indicated that there was no pt involvement in the reported malfunction.